Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per the medical records review, post implant of perfix plug, patient was diagnosed with infection, groin pain, hernia recurrence, non-healing wound, seroma, scar tissue and underwent repair with partial mesh removal (perfix plug onlay). The instructions-for-use supplied with the device lists seroma and hernia recurrence as possible complications. In regards to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Review of manufacturing records confirms product was manufactured to specification. This emdr represents the perfix plug (device #2). An additional supplemental emdr was submitted to represent the perfix plug (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Per information provided by patient's attorney: on (B)(6) 2014 - patient was diagnosed with direct right inguinal hernia and underwent open repair with implant of perfix plug (device #1). Per operative notes, "right inguinal round ligament transected. Extra-large perfix plug was placed into the defect. Onlay of mesh (perfix plug onlay) was placed and sutured to the symphysis pubis and shelving edge of the conjoint tendon.¿ on (B)(6) 2015 - patient was diagnosed with recurrent direct right inguinal hernia thereby underwent open repair with onlay mesh removal (device #1) and implanted with perfix plug (device #2). Per operative notes, "the mesh (perfix plug onlay) had detached itself from the symphysis and underneath this area, there was a direct defect. So, this piece of mesh (device #1) was removed. An extra-large perfix plug (device #2) was placed into the defect and sutured". On (B)(6) 2017 - patient visited hospital due to a bulge in the right groin, bloody discharge associated with constant pain and infected hernioplasty mesh. No purulent discharge present. On (B)(6) 2017 - patient was diagnosed with right inguinal hernia, soft tissue infection and underwent bassini open repair with partial explant of infected mesh. Per operative notes, "there was lot of indurations and the hard scar tissue was making the dissection difficult of the different fascial layers. The infected mesh (device #2) was then encountered and resected. The plug (perfix plug - device #2) was felt through the abdomen wall, however there was noninfected tissue in between. There was no need to try excise the plug and spread the infection into the abdomen. Hence, primary tissue repair was done and fascia was closed". (Note, there was no mention of plug portion of perfix plug (device #1) during this procedure).¿ on (B)(6) 2017 to (B)(6) 2018 - patient frequently visited hospital for follow up after removal of infected mesh. Patient had methicillin-resistant staphylococcus aureus (mrsa) wound infection, right groin pain and evacuated seroma from the wound. There was non-healing wound which eventually healed after wound care. (Note, there was no mention/visualization of device #1). On or about (B)(6) 2018 - patient was scheduled to undergo revision surgery. (Note, no operative notes were provided). Attorney alleges that the patient had abscess, adhesions, infection, mesh migration, nerve damage, pain, hernia recurrence, seroma and emotional injuries. It was also alleged that the patient had trouble with proper wound healing, soon after developed mrsa.